Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The customer stated he was perspiring heavily against the face of the insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.